Event description:
The customer reported the ventilator stopped blowing air through the circuit and high flow nasal cannula (hfnc). No alarms were noted at the time. The patient is an (B)(6) female patient (body weight: (B)(6)) of unknown medical history who was prescribed v60 ventilator via continuous high flow therapy (hft) with hfnc interface. While the device was in clinical use, the patient had an episode of desaturation. The patient was seen by a respiratory therapist and was transitioned to another backup ventilator to continue with hft. The institutional biomedical engineer (bme) checked the device after it was removed from the patient. The bme attached the flow/o2 analyzer to verify output. The "significant event log¿ was retrieved and forwarded to a philips authorized service provider (asp) for further troubleshooting. The parameters included hft: 30lpm / 40% o2 and analyzer: 28 lpm/ 40%o2 at time of testing. The asp was not able to duplicate the problem. The asp performed complete testing and verification with no errors. The asp advised the customer that a software update is currently being worked on that can be implemented on ventilators when it is released. The record will be closed and will be reopened when the software update becomes available. The ventilator passed testing and verification and was released for use.

Manufacturer narrative:
A review of the event log indicated the presence of diagnostic codes 122d (cannot reach target flow) and 122f (patient circuit occluded). A philips field service engineer (fse) spoke with the customer and the institutional technical support to confirm the drpta log codes indicate the issue is associated with the pending software repair update. The fse is scheduled to return to perform complete testing and verification run (tvr). The field service engineer (fse) was not able to duplicate the problem. The fse retrieved the drpta and confirmed with remote support that the error codes were associated with the software update. The fse performed a performance verification test with no errors identified. The system met the manufacturer's specifications for the performed service and was returned to use.